Event description:
A malfunction was reported with a pump, and there were no notable events leading up to the issue. The customer's blood glucose level rose to 298 mg/dl, but there was no adverse impact on their blood glucose level. The customer did not take any action to address the high blood glucose and did not require assistance from any third party. Tandem technical support decided to replace the pump and undertook several actions, including completing a field correction form on behalf of the customer, providing instructions on putting the pump into storage mode, and arranging for the return of the problematic pump. The customer was informed about shipping and replacement procedures, including adding updated software to their replacement pump. No backup insulin therapy was available, so the customer planned to contact a healthcare professional.